Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a ventricular tachycardia (vt) arrest. It was noted the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate-non-sustained episodes and increased sensing integrity counter (sic). It was further noted that possible oversensing and undersensing were observed on the stored electrograms (egm). The lead remains in use. There were no further patient complications reported as a result of this event.